Event description:
A report was received on 02 dec 2025 from the caregiver of a 69-year-old male patient with a medical history including multiple comorbidities and end stage renal disease, who required assistance troubleshooting alarms and missed several home hemodialysis treatments. The patient was hospitalized on (B)(6) 2025. Additional information was received on 08 dec 2025 from the home therapy nurse (htn) who stated the patient's last successful home hemodialysis treatment was (B)(6) 2025. The patient was in hospital from (B)(6) 2025 until 05 dec 2025. Upon discharge, the patient has resumed therapy with nxstage.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Manufacturer narrative:
The device was received for evaluation, and the reported alarm condition was duplicated. The nxstage pureflow sl (pfsl) is an optional accessory to the nxstage cycler that prepares dialysate for use during hemodialysis as prescribed by the physician. Patients are instructed to contact their dialysis center who can identify a plan for timely emergency backup dialysis if issues with supplies or equipment prevent completion of treatment.